Manufacturer narrative:
Due to the electrode tip breaking, treatment was stopped. Photo of the electrode was provided by the customer. Customer also provided information that this electrode has been in use since (B)(6) 2020 and has been sterilized twice a week. These electrodes are intended to be reprocessed a maximum of 20 times. Based off the blackened color of the tip and ragged blue insulation seen in the photo, this tip has been used quite frequently. There was no injury to the patient. The device is not yet available for root cause analysis. This is considered reportable since the device malfunctioned and if the malfunction were to reoccur it could potentially be a serious injury event.

Event description:
It was reported that the electrode needle broke during treatment.